Event description:
Approximately two years ago, multiple pieces of the eptfe seamguard product were implanted into a gastric bypass patient. The pt developed a gastro gastro fistula. At an unknown date the physician re operated, due to the gastro gastro fistula. The physician suspects this is possibly associated with the eptfe seamguard. Patient is doing ok.